Event description:
It was reported that the atrial lead exhibited unacceptable thresholds and noise. The noise resulted in pacing inhibition, causing the patient to experience symptoms of fatigue. An insulation anomaly was noted via fluoroscopy. The lead was capped and replaced successfully. The patients condition was normal at the post-operative examination.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.